Manufacturer narrative:
(B)(4). Date of event: publication year of 2019. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. (B)(4).

Event description:
It was reported via literature entitled: stapled transanal rectal resection for the treatment of rectocele associated with obstructed defecation syndrome: a large series of 262 consecutive patients. Author/s: g. Giarratano, c. Toscana, e. Toscana, m. Shalaby, p. Sileri. Citation: techniques in coloproctology. Doi: https://doi.org/10.1007/s10151-019-01944-9. This prospective study aims to evaluate functional results, and recurrence rate after stapled transanal rectal resection (starr) for rectocele associated with obstructed defecation syndrome (ods). This study involves 262 consecutive female patients (age range: 20¿78 years) with ods symptoms associated with symptomatic rectocele = 3 cm on dynamic defecography who had starr between january 2007 and december 2015. The first pph stapler was introduced and the posterior rectal wall was protected with a spatula while the vagina was protected by an allis clamp that pulled up the posterior vaginal wall. The second pph stapler was fired after placement of three parachute sutures at 6, 4, and 8 o¿clock. From 2007 to 2010, two proximate ¿pph-01¿ staplers (ethicon) were used, while from 2011 to 2015, two proximate ¿pph-03¿ staplers (ethicon) were used. Reported complications using proximate ¿pph-01¿ staplers included temporary urgency (n-12) in which the patients had a conservative treatment, staple line bleeding (n-6), rectovaginal fistula (n-1) which was repaired with an advancement flap, anastomotic leakage (n-1) in which the patient had a fecal diversion, and recurrences (n-5). Reported complications using proximate ¿pph-03¿ staplers included temporary urgency (n-15) in which the patients had a conservative treatment, staple line bleeding (n-6), retrorectal hematoma (n-1) which was treated with both blood transfusion and antibiotic therapy, and recurrences (n-5). Five patients had a conservative treatment with blood transfusion and 7 patients underwent a reintervention for staple line bleeding. Three patients required reintervention and were treated with ventral rectopexy for recurrences. Other reported complications included a stapler misfire (n-1), postoperative pain vas score 1-3 at 1-week follow up (n-220), postoperative pain vas score 4-6 at 1-week follow up (n-30), postoperative pain vas score >7 at 1-week follow up (n-10). In conclusion, starr is a safe, effective, and minimally invasive technique for the treatment of rectocele associated with ods.